Event description:
It was reported that charging cord required extra force to plug in and customer emailed this issue without providing additional details. There was no reported impact to the customer¿s blood glucose level. Customer had already discussed issue with customer support services and declined further follow up from technical support, and no additional information was received regarding corrective actions or outcome of the event.